Event description:
It was reported the right ventricle (rv) lead exhibited noise over sensing resulted in pacing inhibition. Noise was present during sleep period. The rv lead was continue to be monitored. The patient had no consequences.